Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had a device explanted; please reference the other medwatch report filed under patient identifier #(B)(4). Two requests were made to the health-care provider (via e-mail) for the device, operative report, and additional information; however, no additional information was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.97 months. It was noted that the patient had pneumonia and sepsis. However, the cause of death remains unknown. No further details regarding the reported event were provided.